Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high thresholds, loss of sensing and an impedance anomaly. The lead was explanted and replaced.